Event description:
A bipap a40 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log stating cpu cannot communicate with the pressure sensor using spi bus. Additionally, the device was visually inspected, and foam particles were observed. The device was corrected.